Event description:
It was reported via repair work order that the brakes were not holding to specifications due to the casters being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.